Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the white pad of device had fallen off during procedure. The device and white pad was removed from the patient and shear was replaced. The procedure was prolonged 10 minutes. There were no adverse consequences for the patient